Event description:
Usre facility reported an insertion reading of 280 to 340. The highest insertion reading they have ever previously recorded was 154. All available stand-alone ac3.1 monitors revealed high readings between 250 and 350. The user facility further reported that the positioning of the catheter is beautiful. After being taken for a head CT, the reading progressively descended to the high 40's and responded to an oxygen challenge. The hosp is trending the readings and plan a xenon CT to assess perfusion. The physician is considering hyperemia as a rationale, stating that the readings have dropped to 20 when icp > 30.

Manufacturer narrative:
An investigation has been initiated based on the reported info.